Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional information.

Event description:
The plaintiff's attorney alleges that the pt experienced cardiopulmonary arrest and all injuries associated therewith. It was further alleged by the plaintiff's attorney that the pt subsequently expired. All of these allegations are alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.